Manufacturer narrative:
(B)(4). Date sent to FDA: 02/24/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on an unknown date and an unknown mesh was implanted. It is reported that as a result the patient experienced undisclosed injuries. No other details provided.